Event description:
The customer alleged questionable albumin gen. 2, calcium, and tina- quant hemoglobin a1c gen.2 (a1c) results on eight patient samples tested on the cobas integra 400 plus. The a1c results were found to be discrepant. The initial a1c obtained on the sample was 9.26%, which was reported outside the laboratory. The repeat a1c was 6.6%; this result was sent out as a corrected report. The customer stated the doctor's office questioned the initial result immediately and the patient was not affected by the discrepant result. The lot number of a1c reagent in use was not provided. The field service representative determined that a probe was not properly screwed into the holder. He replaced the probe. The customer performed calibration and performance tests, which passed.